Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified, heavily tortuous left circumflex artery that is 90% stenosed. Pre-dilatation was performed with a 2.0x12 non-compliant balloon at 12 and 14 atmospheres (atm). The 3.0x18mm xience prime stent delivery system was deployed and post dilatation was performed with a 3.5x12mm non-compliant balloon at 16 atms. A distal edge dissection was noted and a 3.5x33 xience prime stent was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.